Manufacturer narrative:
Other text: device evaluation in progress.

Event description:
It was reported that during a pre-use check of the level 1 hotline disposables, the customer noticed that the infusion bag-side connector was loose. There was no patient involvement.